Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with the calculation of the bolus wizard. Customer woke up in the morning with active insulin according to the pump. The last bolus delivered at 18 hours was 3 units of active insulin programmed for 4 hours. Insulin pump has been replaced. No further details given.